Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead reported receiving multiple shocks. An x-ray was obtained, which demonstrated a lead fracture. The physician elected to cap and surgically abandon the lead. While the pocket was opened, the physician elected to change out the device due to the field action/advisory. To date, the available information indicates this device has not exhibited the failure characteristics identified in the field communication.